Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe did not fit well into the trocar cannula and that there was no laser power during a surgical procedure. The laser probe was replaced to complete the surgical procedure with no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and tested. The laser probe was connected to a calibrated laser system to test the aiming beam per manufacturing test procedure (mtp). The aiming beam output was measured to be 0.729 mw, which passes the minimum specification of 0.700mw. The sample was then tested for the laser emission and power per manufacturing assembly procedure (map). With a power meter reading from the laser of 0.495w, the minimum acceptance value of the power reading for the laser probe is 80% of that value, which equals 0.396w. The laser probe was tested and the power output was measured to be 0.492 w, which meets product specifications per the minimum percentage transmission test. The sample was inserted into a 25-gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter min/max value of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.0202-0.02035, meeting specifications. The sample¿s cannula and nitinol length was measured using the 25-gauge needle length gauge per manufacturing assembly procedure (map), where the cannula and the nitinol length were found to meet product specifications. The 25 gauge illuminated flex curved laser probe was manufactured on april 5, 2018. There were 1458 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The 25 gauge illuminated flex curved laser probe sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).